Event description:
Report rec'd of a non-delivery of pitocin. It was reported that a pt in labor and delivery was receiving a pitocin drip at 6ml/hr. According to reports rec'd, it was noted that there were no drips in the drip chamber. It was reported to be "a few hours" after the drip was started before it was realized that there were no drips. The tubing was reportedly changed, and the infusion was continued without further incident. There was no reported adverse pt event. There was no further info available.